Event description:
It was reported that the patient experienced lightheadedness and presented to the clinic on (B)(6) 2013. An echocardiography revealed that the right ventricular lead had perforated the pericardial sac. The physician was not sure if this was acute or chronic and would be determining the course of action. The lead remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.